Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 400 to 525 mg/dl at the time of the incident. The customer used the pump and was given manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller mentioned blood at the infusion set site. The insulin pump will not be returned for analysis.